Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl, at the time of incidence. Customer was treated with the manual injection. Customer reported that they performed high pressure test and unable to detect insulin flow block alarm. The drive support cap was normal. Customer did alleged that the insulin pump was under delivering due to no insulin flow block alarm. The insulin pump passed all the test except high pressure test. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will be returned for analysis.